Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to loosening of the stem.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: loosening. Event description: patient underwent revision due to loosening. Review of received data: in the event information section of the zper the following is stated: fitmore stem revised for loosening. Apart from this and the information listed on the first page of this report, the zper does not contain additional information that would affect the results of the investigation. Device analysis: visual examination the fitmore hip stem shows revision damage in the form of scratches, nicks and instrument marks on its taper, neck, shoulder, ti-vps (titanium vacuum plasma spray) surface as well as on the distal rough-blasted surface. Most probably this damage derived during the revision surgery. On the anterolateral or posterolateral side of the stem¿s neck (implant position is unknown) and in the distal region of the taper several colored spots can be observed. On the distal rough-blasted surface of the stem some areas with bone attachments are visible. On the lateral side of the ti-vps surface a whitish area can be observed along the anterolateral or posterolateral edge (implant position is unknown). This area was inspected with a low power microscope type wild (B)(4) and showed a material with an appearance similar to bone shavings, probably deriving from the removal of the stem. Examination of the manufacturing documentation the manufacturing documents showed that the production date of the fitmore stem is july 2016. Considering this, a maximum time in vivo of approximately 2 years can be estimated. Review of product documentation: compatibility check could not be performed as only one product has been reported. Conclusion: according to the per the fitmore hip stem was revised after an unknown time in vivo due to loosening. Bone attachments could be observed on the distal rough-blasted surface of the stem but not on the ti-vps surface. Signs of loosening in the form of polished areas could not be observed on the ti-vps or on the distal rough-blasted surface. However, as the x-ray followup is not at hand, the bone situation around the stem and the possible changes over time in vivo cannot be evaluated. Further, with no clinical information (e.g. Surgical reports of implantation and revision, implant certificate etc.) And no patient information at hand (e.g. Bmi, behavior (level of physical activity), medical history etc.) Any influencing factors that may result from it remain unknown. The colored spots observed on the stem¿s neck and taper can most probably be attributed to the use of an electrocautery instrument during surgery. Based on the investigation of the retrievals and the received information no further conclusions can be drawn. The reason for the loosening that reportedly led to the revision surgery stays unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Event description:
Please refer to report 0009613350-2018-01047.